Event description:
Caller reports testing 5.1 inr on the coaguchek pst system and 2.7 inr on a comparison lab. No action based on device result. No adverse event reported. Return requested of suspect system and replacement sent.